Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the upper shaft of gear number two. Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in (B)(6)2017. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving intrathecal morphine 20 mg/ml at a dose of 7.25 mg/day via an implantable infusion pump. It was reported that the patient experienced a pump alarm and increase in pain, and that a motor stall occurred. It was indicated that there were no environmental/external/patient factors that may have led or contributed to the issue, and that the event occurred during normal use. Reprogramming of the pump was reportedly tried several times but the motor stall occurred again. The pump was replaced and the issue was resolved with a patient status of alive without injury. The pump would be returned, but after covid-19 restrictions ended as it was not possible to pick the pump up yet at the time of the report. No further complications were reported or anticipated.